Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a safety needle. The customer reports that when they tried to remove the needle, there was a kind of resistance with the safety system and when removing the needle further this one came of the syringe, stayed in the pt and had to be removed by hand by the medical staff.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded. Product monitoring has reached out to the customer multiple times for add'l info. To date, no info was available. If add'l pertinent info becomes available, the report will be updated.